Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after opening the packaging of the pilot guide wire, the physician wiped the wire and some kind of material was noted on their gloves. There was no device use or patient involvement. Another pilot guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty was able to be confirmed as there was noted scratched teflon coating. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/removal from the dispenser coil interaction with the dispenser coil and/or inadvertent mishandling resulted in the reported peeled / delaminated/noted scratched teflon coating throughout the entire length and noted flaked teflon coating on the distal end of the guide wire. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.